Event description:
Abbott diabetes care (adc) received a medwatch user report. Per the user report: the customer had reported that 1 out of every 3 sensors had gone bad and had an average of a 30% plus or minus deviation when it was compared to standard finger prinks. Customer had started a new device and had not lasted for 8 hours and reported to replace the sensor with replace sensor error message within 4 hours of replacement. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is 1 of 2 MDR submission. All pertinent information available to abbott diabetes care has been submitted.